Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the first follow up visit, after implant, the right ventricular (rv) lead exhibited no capture. The lead was reprogrammed. At the most recent visit the patient was developing intermittent atrioventricular block. Fluoroscopy showed slack had been lost and lead had dislodged nearly out of the ventricle. A lead revision was attempted but the lead would not advance so it was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.